Event description:
Ous MDR - it was reported that approx. 77 months after the implantation, the shock impedance suddenly increased. This rv lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19.5 cm distal to the is-1 connector pin. Only the proximal fragment was received and thoroughly analysed. The visual inspection demonstrated multiple abrasion marks on the available lead fragment. The conductor cable to the shock coil was found coiled inside the df-1 connector and the conductor cable was fractured in the area of its welding point. During the subsequent analysis, the welding point proved to be within the technical specifications. The fractured conductor cable to the shock coil can be considered to be the root cause of the clinical observation of a high shock impedance. Based on the characteristics as well as the location of these findings, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.